Manufacturer narrative:
Unit received no button response due to flattened up (creased) button dome switch. No button error alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after he was laying on the device. Blood glucose level at the time of the incident was 122 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.